Event description:
It was reported to covidien that the unit had a defective display. It was verified that the display was missing segments. No pt harm reported.

Manufacturer narrative:
Covidien service verified the unit had missing segments in the display. The npb40 is no longer mfg. The npb40 has surpassed end of life and end of service. Customers may choose to upgrade to the oximax n-65 handheld pulse oximeter. A quotation for a n-65 was sent to the customer.